Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Historical performance of reagent lot 41921fp00 was evaluated using world wide data from abbottlink. This evaluation indicated that the patient median result for lot 41921fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 41921fp00. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Note: complete sid for patient for field patient identifier: (B)(6)

Event description:
The customer stated that a patient questioned his architect ca19-9xr results. It is unknown whether the patient has a diagnosis of pancreatic cancer. Sid (B)(6). Architect ca19-9xr. Initial result: 1435 u/ml. Repeat results: 1015, 1114 and 1040 u/ml. The patient stated that this is the second time he has had a high result. The first time it was run at another laboratory. He didn¿t state the method, result or reference values. The patient had testing repeated at another laboratory and the result was 11 u/ml (method and reference range not provided). No impact to patient management was reported.